Manufacturer narrative:
The service evaluation found the air /water nozzle at the distal end of the scope was clogged with foreign material. The clogging could not be completely removed and the foreign material is unknown. The clog in the air/water channel likely contributed to the customer¿s reported issue. Additionally, the biopsy channel failed the air water leak test at the distal end due to a cut in the channel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer evis exera iii colonovideoscope was returned to the regional repair center for a reported ¿washing process is aborted. Device was manually cleaned¿ during reprocessing. Upon inspecting and testing, the service technician found the air/water nozzle at the distal end of the scope was clogged with foreign material (reportable). No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a peripheral device (such as a silicone tube, packing, etc.) Being broken, and then fragments entered into the a/w (air/water) channel and clogged the nozzle. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.